Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and blank display anomaly on the insulin pump. Customer¿s blood glucose level was 160 mg/dl. Troubleshooting was performed. Customer advised they went swimming while wearing the insulin pump and the device was full of water. Customer advised they changed the battery, however the insulin pump remained blank. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Device was received with corroded battery tube.